Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found that the cable at the distal idlers was broken. The idler pulley spun freely and was not damaged. The cable segment was sticking out at the wrist. Other cables at the wrist were not damaged. Failure analysis investigation also found that the distal pulley had mechanical indentations at the edge of the distal pulley and had visible scratches on the surface of the pulley. It was concluded that the damage to the distal pulley was likely due to mishandling/misuse. No other damage was found. The customer reported complaint does not in itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci pyloroplasty procedure, the wire on the mega needle driver instrument broke. No missing or fallen pieces were reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.